Event description:
"Situation: compromised hickman lumen. Background: patient had IV tubing connected directly to hickman lumen without needless connector. Assessment: when attempting to remove IV tubing from hickman lumen, IV tubing snapped and luer lock piece was unable to be disconnected from pt. Md notified, lumen clamped, ir notified. Ir pulled hickman on [redacted date]. Recommendation: monitor pt for symptoms of infection. Evaluate need for needless connector with covering rn." Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue.